Manufacturer narrative:
Section a4: multiple attempts were made to obtain patient weight but this information was not provided. Manufacturer's investigation conclusion: a specific root cause for the reported event, as well as a direct correlation with the device, could not be determined through this investigation. Additionally, the report of low flows was confirmed through the evaluation of the submitted log files; however, a specific cause could not conclusively be determined through this evaluation. The log file contained 19 low flow hazard alarms, recorded on (B)(6) 2020. The alarms occurred due to the estimated flow being calculated below the low flow threshold of 2.5 lpm. The pump operated above the low speed limit for the duration of the log file and the system appeared to be operating as intended. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The patient remains ongoing on vad support and no further related issues have been reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6) 2016. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii left ventricular assist system and the proper actions associated with them. The IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was found unresponsive by ems. The patient was intubated and transferred to the hospital. Log file analysis captured constant low flow events on (B)(6) 2020. No further information was reported.